Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had poor coupling, zero to two boxes. Repositioning the antenna did not resolve the issue. The rep did not have access to another recharger to attempt to charge the ins. It was noted that there was a possible flipped ins. The rep stated that the ins felt pretty flat as far as a possible tilt went. The rep also noted that it was possible that the ins may be a tad bit deep. The rep was going to try antenna locate and consider imaging of the ins. It was noted that the event began sometime between implant and (B)(6) 2016. Additional information was received from the rep. It was confirmed that the device was flipped. The patient had surgery on (B)(6) 2016 to flip the device back. The rep called the patient on (B)(6) 2016 and the patient reported all eight coupling bars.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.